Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 02-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and the physician considered that the char was excessive and the amount of char observed caused a potential risk to this patient. After the procedure, the physician noticed some charring above the electrode. The char was located between tip electrode and electrode at the plastic ring separating the electrodes. The patient had no complications. No patient consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered that the char was excessive (based on their clinical experience). The physician considered that the amount of char observed caused a potential risk to this patient. The physician estimates the risk to be increased. Generator parameters: qmode+, 90w, temperature target: 55°c and temperature cut off: 65°c. The duration of ablation used was not greater than 60 seconds, qmode+ - 4s. The pre-ablation high setting was 2s. The average contact force was not greater than 25 grams. Physician aims for 5-15 grams. The irrigation rate was not used outside of those prescribed. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. There were no issues related to temperature and flow on the catheter. The system did not present any error messages nor did the physician/user see any product problem. The patient was anticoagulated. Act >300. Heparinized normal saline was used. Maintained throughout the case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and the physician considered that the char was excessive and the amount of char observed caused a potential risk to this patient. The device evaluation was completed on 21-apr-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. However, char residues were observed during the device decontamination process prior arriving to analysis site. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Also, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The char reported by the customer can be confirmed, based on the decontamination process observations. The potential cause cannot be determined with the information available. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).